Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with bifascicular heart block and no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilatation was performed. After deployment of the navitor valve at a depth of 3mm, the patient went into complete heart block (cavb). The patient left the operating room with a temporary pacemaker. The next day (B)(6) 2023, a permanent pacemaker was implanted. There was no clinically significant delay in procedure.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient presented with bifascicular heart block and no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilatation was performed. After deployment of the navitor valve at a depth of 3mm, the patient went into complete heart block (cavb). Then, a permanent pacemaker was implanted. Based on the information received, the cause of the reported event appears to be related to procedural conditions (pre-dilation) and patient conditions ( bifascicular heart block and no calcification). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implantation utilizing a small flexnav delivery system. The patient presented with bifascicular heart block and no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-dilatation was performed. After deployment of the navitor valve at a depth of 3mm, the patient went into complete heart block (cavb). The patient left the operating room with a temporary pacemaker. The next day (B)(6) 2023, a permanent pacemaker was implanted. There was no clinically significant delay in procedure.